Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the revision was that the patient's clik anchor was too close to the surface of the skin and caused discomfort at the lead site. There was no actual break of the skin. The patient underwent a revision wherein the anchor was buried deeper. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm; model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.